Event description:
(B)(6). According to the reporter: during the laparoscopic appendectomy, the endo gia stapler was used with the reload (covidien 03426, lot pb0302x). After firing the stapler, a hole was noticed and surgeon decided to open the abdomen and repair manually. Allergy: ace inhibitors, pcn, contrast reaction. History: obesity, asthma, dm type 2.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).